Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The absorber assembly was disassembled and reassembled. The unit was returned to service.

Event description:
The hospital reported the unit had a leak greater than 10lpm. The leak was discovered during pre-use checkout, there was no report of patient involvement.